Event description:
The reporter contacted animas on (B)(6) 2012, stating the up and down arrow keypad buttons were intermittently unresponsive. The patient claimed to have noticed the tactile change while trying to unlock the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. It was reported that there was a skin on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the contrast, up, and down buttons are intermittently responsive. The keypad was removed and contamination found under the contrast and up button contacts. Unrelated to this complaint, a crack was found along the battery compartment.